Event description:
New information received indicates the patient's right ventricular lead exhibited far p-wave over-sensing and was failing to capture. Further inappropriate therapy was delivered resulting in significant patient discomfort. X-ray performed verified the lead had been dislodged. During revision, the lead helix failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net upon receiving inappropriate therapy from their device. Upon review, it was found that the patient's right ventricular lead was over-sensing noise resulting in the shock. No intervention was performed. The patient health condition was not provided.